Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage or moisture found to the battery compartment or battery cap. The battery was not returned with the pump for investigation. A review of the pump alarm history indicated a "low batter" warning alarm. A review of the black box history revealed a battery voltage drop on (B)(4) 2012 at 14:21. The pump was booted to the verify screen with the appropriate auditory and vibratory alarms. The pump was tested with an external power supply and the electrical currents were found to be within specification. The pump cover was removed and no moisture was found inside the pump. The power flex, battery connections and internal components were tested with no defects found. The reported overheating issue was not duplicated during testing.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump had 2 to 3 bars of battery and then later in the day alarmed for a low battery; the patient stated that when the battery was removed it was hot. The patient stated that blood glucose levels were fine. The patient stated that there was no noted damage to the pump or battery cap, the battery cap was replaced within the last 6 months, and the pump was not exposed to water. This report is made based on the allegation of an overheated battery.